Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 58-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A fem-fem bypass was done the night of (B)(6) 2023 with good result. There was signs of hemolysis noted. The impella was successfully weaned.

Manufacturer narrative:
The investigation into the reported hemolysis and limb ischemia has been completed. Product nor data logs were returned for review. Based on clinical description, the root cause of hemolysis was most likely due to pump was not in the proper position. The root cause of limb ischemia was most likely due to patient's condition of diseased/small vessels.